Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. The gripper line was observed to be broken. The reported gripper actuation issue appears to be the cascading effect of the observed gripper line break. However, a cause for the gripper line break could not be determined in this incident. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; and the clip grasped the leaflets fine. A decision was made to re-position the clip to optimize mr reduction; however, it was observed that both gripper arms would not raise. Troubleshooting was performed, but failed. Therefore, the clip was closed, and the cds was removed with the clip attached. The procedure continued with a new cds. Two clips were implanted, reducing mr to 2-3. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.